Manufacturer narrative:
The aquabeam handpiece was not returned for investigation as it was discarded by the hospital staff. The treatment log files were reviewed and found that an e22 error occurred; confirming the reported event. The root cause of the reported event was unable to be established as the device was not returned for investigation. A review of the device history record (DHR) for ab2000-e serial number (B)(6) / aquabeam handpiece lot number 24c02544 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported failure. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us , english was reviewed. E22 ¿ motorpack error, release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware during aquablation therapy, the aquabeam robotic system generated an ¿e22 motorpack error.¿ despite troubleshooting attempt, the errors persisted and could not be cleared. A new handpiece was then used to successfully complete the procedure. The reported event caused a procedural delay of over 20 minutes while the patient was under anesthesia. There were no adverse health consequences to the patient due to this event.